Manufacturer narrative:
A ge service representative performed an onsite investigation. The candlesticks were regreased, the generator was recalibrated and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed an 'x-rays disabled' error message on the workstation monitor. This error message will result in a loss of x-ray functionality. There is no report of patient injury.